Event description:
It was reported that during preparation for a water vapor therapy, an error code for failure to prime was displayed. A new delivery device was opened but the error was displayed again. The generator was turned off and on and an error code stating a replacement is required was displayed. There were no patient complications, however, procedure was cancelled after the patient had been sedated. His event is being reported for aborted/ cancelled procedure with a patient under anesthesia.